Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant results for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system between initial and repeat testing. No patient information will be made available and no data has been provided to date. It was noted that the negative results were reported and no harm was indicated. One MDR will be filed.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. (B)(4).